Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the 75% stenosed target lesion located in the calcified and moderately tortuous proximal left anterior descending artery. A 2.75x28mm promus element plus stent was advanced and deployed with three inflations with the stent delivery balloon to maximum inflation of 18 atms for 20 seconds. Next a non-bsc imaging catheter was advanced and made contact with the previously implanted 2.75x28mm promus element stent causing shortening of about 2 mm. No additional treatment was performed. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).